Manufacturer narrative:
This antibody is intended for in vitro diagnostic use. Ventana medical systems, inc.'s (ventana) pathway anti-her-2/neu (4b5) is a rabbit monoclonal primary antibody (pathway her2 (4b5)) is a rabbit monoclonal antibody intended for laboratory use for the semi-quantitive detection of her2 antigen in sections of formalin-fixed, paraffin-embedded normal and neoplastic tissue on a ventana automated immunohistochemistry slide staining device. It is indicated as an aid in the assessment of breast cancer pts for whom herceptin treatment is considered. Light staining with lot# 680957 is detectable if appropriate low-expressing/low-level controls are utilized. Pathologists who are familiar with the usual appearance and intensity of their control tissues may recognize the problem as lighter than usual control tissue staining. The test is designed to be read by a pathologist who has knowledge of proper interpretation of her2 scoring as well as the factors than can influence scores (i.e. Retrieval, tissue fixation, instrument variability etc.). Laboratories are instructed to use their own controls and pathologists are familiar with the performance of these controls in their laboratory. Investigation confirmed lot# 680957 stained lighter when compared to other reference lots of pathway her2 (4b5). The light staining could result in scores of up to a full point reduction in the clinical score, which could prevent further eval and allow pts to go untreated. This issue of light staining is limited to lot# 680957 and there have been no reported cases of pt diagnosis being adversely affected from this issue. Ventana medical systems has notified all customers who have received lot# 680957 and this lot has been recalled.

Event description:
The customer called to report that during their in-house qualification for lot# 680957 of pathway her2 (4b5), lighter staining was observed on their control slides when compared to the previous lot. No report of pt harm or pt care being adversely affected.